Event description:
The customer reported having no delivery alarms and high blood glucose. The blood glucose reading at time of call was 29mmol and was treated with a manual injection. Troubleshooting was performed. The programming, basals, bolus history, and daily totals matched. Ran a fixed prime test and passed. Perform a high pressure test and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted.